Manufacturer narrative:
The device is expected to return for evaluation. It has not been received.

Event description:
The event involved a spinning spiros® closed male luer, red cap, that as soon as the administration of a syringe bolus of chemo r-chop was started, a crack was found causing leakage of cyclophosphamide chemo into the tray. The device was replaced with no further problems encountered. The medication was replaced as the spiros couldn¿t be removed once attached. There was patient involvement, and unprotected chemo exposure and a delay in critical therapy reported; although, there was no adverse event, no blood loss, no med/surg intervention required. This is the second event of two for this patient.

Manufacturer narrative:
H10 - no product samples, videos, or photographs were returned for investigation. A DHR lot review could not be conducted because no lot number(s) was/were identified. A probable cause cannot be identified based on the information that has been provided. Additional information can be found in section d10.